Event description:
An effusion was observed during a left atrial procedure. Access to the left main atrium was obtained with a single manual transseptal punctures. The artisan catheter was advanced through the puncture and a circular mapping catheter was advanced through the same puncture over a wire. Mapping of the left atrium and wide circle ablation of the left pulmonary vein was begun. Blood pressure started to drop about 20 minutes after entering the left atrium. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. The pt recovered with no further sequelae. Attending physician is uncertain what caused the effusion. There was no malfunction of the device identified.